Event description:
The surgeon reports that approx 3 weeks post-op the crystalens was explanted due to a power miss. The implant was targeted for -0.47 diopter, but the outcome was -1.37 diopter. During the explantation the surgeon cut the lens in half to remove it; as he was removing the lens halves the pt coughed and moved. According to the surgeon, he noticed a vitreous hemorrhage, and he believes the blood was originating from the iris. The surgeon noted that the hemorrhage partially occluded his view. The surgeon stated that he thought the capsule was still intact and proceeded with the exchange. However, as he was inserting the second crystalens (21.00 d), a tear in the capsule was identified and appeared to have expanded therefore the capsule could no longer support the crystalens. The second crystalens was removed and replaced with a sulcus fixated foldable acrylic lens. Reference MDR #2031924-2011-00138 for the first intraocular lens.

Manufacturer narrative:
According to the surgeon, he performed the lens exchange due to the pt's request and not at his recommendation. The pt has a history of zonular dehiscence; according to the physician this might have complicated the surgery. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.